Event description:
Needle detached from hub and migrated into the s.c tissue/medical device complication. Case description: in a follow-up conversation, the patient stated that patient does not have any plans on when patient will be undergoing surgery for removal of the needle as patient is lactating and patient has no side effects or pain because of the needle. Company statement: the patient had reused the needle three times. The needles are intended for single use.

Event description:
It was reported by a doctor that "needle detached from hub and migrated into the subcutaneous tissue"; concerns a pt user of a novofine 31g needle attached to a novomix 30 flexpen (dual-acting insulin aspart). The pt is reported to be pregnant, due date in sep-2005. Reportedly, they have been trained in the use of the products, which they have used for the past 3 months, and they will continue to use them. They have reused the needles 3 times, and it is unknown if they performed a function test of the device before use. While injecting their insulin in 2005, the needle detached from the hub and migrated into the subcutaneous tissue of the arm. A plastic surgeon suggested that the needle should be removed after the pt has delivered. The pt has not yet recovered from the event.